Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: a liner tear distal to the strain relief, bent strut exposed through torn liner, few tears on hdpe distal to strain relief, scratches along entire length of sheath shaft, strain relief twisted near the housing, tip is unopened and the delivery system was removed from the sheath, the valve is on the proximal tapered length of the inflation balloon. The 3mensio imaging was reviewed and revealed the patient had tortuous access vessels and abdominal aorta calcification and tortuosity. In addition, bends are present throughout the vasculature. The 3mensio confirms that there was mild calcification was present in the right femoral artery. Functional testing revealed that the delivery system and valve were able to be advanced through the sheath and the valve was able to be deployed. Dimensional testing was performed to measure the liner thickness along the length of the tear and was found to be within specification. During manufacturing the sheath shaft is inspected and tested multiple times during the process. Per procedure, the sheath shaft is 100% visually inspected. These inspections were repeated 100% on the completed sheath assembly per procedure along with dimensional inspection. In addition, product verification (pv) testing was completed for the work order on a sampling basis per procedure, including a sheath insertion force test. Prior to this testing, the esheath samples are visually inspected. The samples were inspected after the expansion test for damage (i.e. Tears), stretching, and to ensure that no fragments separated from the sheath tip. All samples passed pv testing.  These inspections support that it is unlikely that a manufacturing non-conformance contributed to the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to the reported event.  A lot history review was performed and on complaint for liner torn was identified. A manufacturing non-conformance could not be identified. Available information suggests that patient/procedural factors contributed to the event. A review of the complaint history from june 2018 to may 2019 revealed other returned complaints. However, no manufacturing non-conformances were identified. Available information suggests the patient and/or procedural factors may have contributed to the events. A review of the complaint history revealed that the occurrence rate did not exceed the may 2019 control limit for the trend categories. The esheath IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The procedural manual provides additional considerations for sheath insertion into vessel: always observe fluoroscopy during insertion, proper screening is critical to reducing vascular complications: for a 16fr sheath and a 29mm sapien 3 valve the minimum access vessel diameter is 6.0mm.  The procedural training manual provides guidance on delivery system insertion through sheath. Factors that assist in insertion through sheath are as follows: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, insertion force through the partially expanded portion can be higher than the push force through the fully expandable portion, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification and if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements and if working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. The complaints were confirmed based on visual inspection of the returned device. Investigation of the device, device history record, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Procedural factors of improper valve crimping on the delivery system could contribute to resistance with the delivery system. As evident from the imaging, the valve was likely not properly crimped onto the delivery system at the crimp marker (valve returned on the proximal working length of the balloon). As mentioned in the description ¿the sheath appeared ¿bigger¿ than normal, the seam was torn¿. The valve profile is larger when over the inflation balloon, giving more opportunity for the valve struts to interact with the liner during insertion. Additionally, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿. Per the provided 3mensio, tortuosity and calcification were present in the patient¿s access vessels. Tortuosity can create a difficult pathway that can lead to resistance when trying to advance the delivery system. The bends present in the patient¿s vasculature could increase resistance during insertion and could contribute to non-coaxial alignment of the crimped valve with the sheath as it navigates through the sheath. If resistance was encountered, additional force and/or manipulation would likely be applied to counter the resistance as evident by twisted strain relief, which may have led to bending of valve struts leading to the observed liner tear and scraps to the hdpe. In this case, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (improper crimping/ excessive manipulation) may have contributed to the complaint events and subsequent access vessel perforation. However, a conclusive root cause is unable to be determined.  No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A review of the complaint history revealed that the occurrence rate did not exceed the control limit for the trend categories. No product risk assessment nor corrective or preventative action is required.

Manufacturer narrative:
UDI # (B)(4). Investigation is ongoing.

Event description:
During insertion of a commander delivery system through a 16fr esheath resistance was noted and the delivery system could not be advanced halfway through the sheath. A decision was made to stop advancing the system. Per fluro, the sheath appeared ¿bigger¿ than normal, the seam was torn. An attempt was made to retract the valve from the sheath. The sheath was still in the vessel and the valve was stuck inside between the ¿damaged portion of the sheath¿ (torn liner) and the hub. The patient was becoming unstable. An angiogram was performed, and an injection of contrast noted extravasation from two bends at the external iliac and the external common iliac was noted. A covered stent was placed on the external iliac to resolve the perforated vessel. The patient stabilized. A cutdown was performed and the sheath and delivery system were retrieved. The patient received blood transfusion. A decision was made to proceed with the procedure on the left side. There were no difficulties encountered and the valve was deployed. The patient was stable. At the end of the procedure, an angio runoff was performed to confirm that leg blood flow was seen. The flow was not compromised. The devices will be returned. Per report, this was a percutaneous right transfemoral case and the patient¿s vessel was very tortuous with mild calcium. However, the minimum luminal diameter (mld) measured >10mm. The physician decided to use a straight wire in attempt to straighten the vessel for access with the sheath. The sheath was inserted and after sheath insertion a balloon valvuloplasty was performed.  Per report, the patient¿s difficult anatomy may have contributed to the event.